Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 224 mg/dl. Customer performed troubleshoot and customer states insulin continued to drip after motor stops during the manual prime process. The drive support cap appears normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
On december 16, 2017 the customer returned insulin pump for an alleged insulin pump error alarm. Device passed the displacement test and rewind test. However, device received with motor error alarm during the basic occlusion test. Unable to perform prime/insulin pump error alarm test, excessive no delivery test and occlusion test or verify insulin pump error alarm due to motor error alarm. Device history download using thds was successful. However, insulin pump error alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. Insulin pump error alarm are due to the insulin pump not having power for a long period of time. The following were noted during visual inspection: cracked case at the display window corners, cracked lcd window, cracked belt clip slot, missing end cap sticker, stained address/serial number label and broken reservoir tube lip. The device was received with 20% of reservoir tube lip broken off, however the test infusion set and reservoir did lock properly into place. In conclusion, device received with motor error alarm during the basic occlusion test due to loose/protruded support disk. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.